Event description:
Qv otc caller asking if blood will affect test results; reported dry nose was cause of blood -- tss referred to IFU for result interpretation of test result; advised that blood will not affect test; logged feedback for investigation.

Manufacturer narrative:
Subject: qv otc caller asking if blood will affect test results; reported dry nose was cause of blood -- tss referred to IFU for result interpretation of test result; advised that blood will not affect test; logged feedback for investigation. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.